Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a firmware error. The investigation showed that the error described in the complaint was due to changed firmware. This is caused by bit errors, also known as bit toppling. An error in a single bit that has changed to an incorrect value is referred to as bit topplers. Instead of the correct value "1", this bit then has the incorrect value "0" or vice versa. In this case, the firmware of a semiconductor has changed, which must be in the beam path due to its design. Although such chips are specially shielded, the effect described above cannot be completely prevented. It is important to note that this is not a component defect, but a content changed by the radiation. No error accumulation could be determined for the described error pattern. The affected firmware was reinstalled on site by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis fc system. During an interventional procedure, the user reported that no x-ray was possible. The iris position was not reached and there was a detector controller error in the log. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.